Event description:
Pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided guidance to inspect and clean the pump components, ensuring proper cartridge installation. Customer successfully completed the loading process and resumed insulin delivery.